Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had the lead site infected. The symptoms included extreme pain around lead incision site, redness, and swelling. The patient was prescribed antibiotics. The physician did not suspect that the event was device or procedure related and no device malfunction was suspected.